Manufacturer narrative:
No device was returned as device is still in-situ. No radiographs or images were provided to confirm the malfunction. The patient's post-operative activity is unknown. Review of the reported information states that due to bone fusion being completed no revision surgery is planned per surgeon's prerogative. The root cause cannot be determined and no additional investigation can be completed. Labeling review: "potential adverse events and complications: as with any major surgical procedures, there are risks involved in orthopedic surgery. Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)." "Warnings, cautions and precautions: the patient¿s activity level will dictate the longevity of the implant ." "Patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed." "Post-operative warnings: damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration, as well as to other complications."

Event description:
On an unknown date approximately 2 years ago, a patient underwent a posterior fixation procedure at l2/s2. On another day as a secondary surgery the fixation level was extended to t10 and oh connectors were installed at l2/3. In (B)(6) 2021 the patient received an x-ray due to the sound of an implanted rod breaking and the x-ray revealed a rod or oh connector fractured. Reportedly fusion has completed and no revision surgery is planned.